Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified below the knee artery. A 2.50mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During the procedure, at the third inflation, the balloon ruptured at 10atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.